Event description:
It was reported that the patient had complained of multiple shocks, which noted to possibly be phantom shocks. The lead was explanted and replaced. No damage was noted upon explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.